Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual devices were not available; however, three (03) photographs of sample(s) were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to a no flow issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple one-link non-dehp microbore catheter extension sets had an unusual level of resistance. This was observed when flushing with saline following successful cannulation during patient imaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred "last week" on unspecified dates. Should additional relevant information become available, a supplemental report will be submitted.